Event description:
It was reported that the customer was experiencing high blood glucose of over 600 mg/dl due to the insulin pump not delivering enough insulin. The customer stated that the day before the phone call their blood glucose was over 300 mg/dl. The customer stated that they do not believe the insulin pump gave the correct amount of insulin. The customer had frequent urination. The customer treated with manual injection. In the alarm history of the devices there was an alarm present for low reservoir and the bolus history was incorrect. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion. Occlusion, prime and excessive no delivery tests. The insulin pump passed the self test. No unexpected display anomaly was noted. The insulin pump was received with a cracked display window corner, cracked reservoir tube lip and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.